Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports linked to mfg report number: 3013886523-2022-00359. A physician reported a hakim programmable valve was implanted in a 15 year-old male patient to treat aqueductal stenosis with hydrocephalus but later developed bilateral subdural collections. The subdural collections were evacuated, shunt was revised and changed to a programmable vp shunt with pressure at 70mmh2o on (B)(6) 2022. Then patient developed recurrence of bilateral subdural collection. The patient was transferred to another facility where he underwent on a re- evacuation of subdural hematoma on (B)(6) 2022 and pressure setting was increased to 110mm. He underwent a repeat CT imaging that showed no significant increment in ventricle size and hence pressure setting were against changed to 140 and later to 200. He also underwent repeat evacuation of bilateral subdural hematoma on (B)(6) 2022 because of shunt over drainage. Repeat imaging are suggestive that the pressure changes in the shunt are not working and hence shunt was ligated on (B)(6) 2022 the valve was removed.

Manufacturer narrative:
The hakim valve (ID 823164) was returned for evaluation. Device history record (DHR) : the product code 82-3164 with lot 212888, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted with the valve. No corrective action is required given that no manufacturing, workmanship, material deficiency or adverse trend was identified.